Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the reported system error 345 which was not reproduced. System error 345 was confirmed through a review of the event history log. No component could be identified for causality and all associated tests yielded passing results.

Event description:
It was reported that a spectrum pump displayed system error 345 during therapy in the long term care area (medication, programmed amount and delivery rate unknown). The customer also stated that the device was swapped out after a three hour delay in therapy and that there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.